Manufacturer narrative:
(B)(4). Returned product consisted of only the catheter portion of the solent proxi thrombectomy system. The pump assembly was not returned, as it was reported the hospital staff cut off the rest of the device. The catheter and manifold were microscopically and visually inspected. The shaft was damaged with a hole 49cm distal of the strain relief. Functional testing was not able to be performed to check for a leak, as the device was cut apart and pump portion was not returned for analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported the catheter started spraying blood. An angiojet solent proxi was being used for a thrombectomy treatment procedure in the brachial basilica graft. During use of the catheter , the shaft of the catheter started spraying a fine mist of blood. The physician wasn't sure whether it was spraying during power pulse or thrombectomy mode. Power pulse was completed again and then the device was removed from the patient. The procedure was completed with no reported complications, and the patient was reported to be fine post procedure.